Manufacturer narrative:
Additional information - the device was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units of unspecified revivable microorganisms which, is conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 90 colony forming units (cfus) of aerobic microorganisms, which includes enterobacter cloacae, achromobacter sp and citrobacter koseri. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. In addition to this finding, the customer also reported an abnormal shape to the insertion section and a "problem" with the control section. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer did not specify if a detergent is used during the pre-cleaning process. During the manual cleaning process, the customer uses aniosyme x3 detergent and brushes the instrument channel, suction cylinder, instrument channel port and the distal end/area around elevator. The customer uses kit scope clean brushes. The scope is not manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in a typhoon storage. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - charged coupled device cover lens --- scratched. - distal end cap cover --- scratch. - connecting tube ---buckles. - universal cord --- buckles. - angulation: less or specified value. - charged coupled device unit --- white dots. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.